Event description:
During an arthroscopic procedure, the tip of the arthrowand was reported to have detached and remained in the pt. There is no plan to reoperate to remove the fragment and there was no reported pt injury.